Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in good condition. The customer's reported product problem was confirmed. The pump was found to be displaying "1210" alarm message on power up and changed into motor locked alarming message. The investigator visually inspected the pump and found it had fluid ingressions on the microprocessor unit board. A new microprocessor unit board with motor was installed as a result. The product problem was attributed to fluid ingression.

Manufacturer narrative:
Device evaluation: one cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed that the pump had fluid ingression on the microprocessor unit board. The investigation found that the pump displayed "1220" alarm message on power up and changed into "motor locked" alarming message. The microprocessor unit board and motor were replaced. According to the investigation, this issue was a result of the customer's physical damage (fluid ingression) to the device. Beyond device repair, no further action will be taken on this issue. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that during continuous intravenous infusion a smiths medical cadd-legacy one ambulatory infusion pump displayed an error message. It was reported that the patient "suspects the pump got get." Per reporter the patient subsequently used a backup pump to received remaining infusion volume. No adverse patient effects were reported.